Event description:
It was reported that the ilet backlight was not functioning while the device was undergoing a software update, preventing immediate troubleshooting; after the update completed, the backlight operated and the device functioned as intended. Symptoms included no reported clinical effects. Outcomes included no impact on health or medical care. Investigation included technical support troubleshooting and observation after software update. Investigation of this case revealed that the issue resolved once the software update completed and no device malfunction was confirmed. It was concluded that the device operated as intended following completion of the software update.